Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 11/24/2020. H.6. Investigation: a complaint history check was performed and this is the 1st related complaint for plunger rod end broken on lot # 0052896. Customer returned one (1) 29gx12.7mm, 0.3ml bd insulin syringe from lot 0052896. The customer reports that the plunger rod end was broken. The returned syringe was examined, and it was observed that the plunger rod was broken near the thumb press. A review of the device history record was completed for batch # 0052896 all inspections were performed per the applicable operations qc specifications. There was one (1) notification [200871354] noted that did not pertain to the complaint. Root cause for this defect was plunger rail and trip gate jams. H3 other text : see h.10.

Event description:
It was reported that syringe 0.3ml 29ga 1/2in 7bag 420cas jp plunger rod was broken. The following information was provided by the initial reporter: the customer reports that the plunger rod end was broken.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that syringe 0.3ml 29ga 1/2in 7bag 420cas jp plunger rod was broken. The following information was provided by the initial reporter: the customer reports that the plunger rod end was broken.